Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "leaking implant"

Event description:
Patient reported left side "leaking implant" and "possibly having textured implants." Patient also reported "very bad rash" and "a bubble in knee" which have been deemed not related to the device. Device remains implanted.